Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/23/2017 with the following findings: a review of the black box showed one power on reset event associated with a battery change. The returned battery cap fit for testing. Evidence of moisture corrosion was found in the battery canister. A leak was found in the battery compartment. The battery cap was fastened and unscrewed a half turn with no reboots occurring. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no further moisture ingress or intermittent conditions to the printed circuit board. No power interruptions occurred during investigation. The reported power complaint was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal on the side, and below the grip pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.